Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user and husband were unable to push the connector into the pump to make it flush and perform the quarter turn to the right. The user has other supplies to use other connectors. There was no report of any patient harm or adverse event associated with this report.